Event description:
The user facility reported that the touch panel connected to their hexavue custom room rack was flashing and going blank. No report of injury.

Manufacturer narrative:
A steris service technician provided remote support following the reported event to inspect the hexavue custom room rack and found that the cxps frame component required a reboot. The technician rebooted the cxps frame component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.